Event description:
Information received notes that the patient complained of dizziness and fatigue. A holter monitor revealed 5-second pauses with only atrial activity. Thresholds varied and intermittent capture was seen. Lead impedance was 230 ohms. During a procedure to check ventricular lead viability, capture thresholds varied, impedances alternated between 220 ohms and dashes (---) and noise was evident. The patient was pacemaker dependent. Therefore, the lead was replaced.